Event description:
It was reported that the customer was hospitalized for dka. The cause of the event was not determined by the md. It was confirmed that the programming and histories were accurate. Troubleshooting was done and the customer stated that the leadscrew over rotated. At that time, the customer was advised that a replacement will be sent. No further details.